Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Additionally, a review of specimen handling parameters would be of value for this tube type.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367986, batch no. 9053641 -it is reported customer is experiencing erroneous results. Received call, stating that his facility is experiencing erroneous results. Results seen have been potassium greater than 15 and calcium less than 1. He would like to know if there is any product issues known about this product. No specific quantity affected nor is there a specific date. He just wants to know if there is any report with product issues. He does have samples to send in. No patient identifiers. Spoke with the customer. He insisted that there is something wrong with tubes, and there must be edta contamination in the sst tube. When I tried to explain that the tubes may be drawn in the incorrect order of draw, he cut me off and stated that his phlebotomists are experienced and know the order of draw.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367986, batch no. 9053641. It is reported customer is experiencing erroneous results. Received call, stating that his facility is experiencing erroneous results. Results seen have been potassium greater than 15 and calcium less than 1. He would like to know if there is any product issues known about this product. No specific quantity affected nor is there a specific date. He just wants to know if there is any report with product issues. He does have samples to send in. No patient identifiers. Spoke with the customer. He insisted that there is something wrong with tubes, and there must be edta contamination in the sst tube. When I tried to explain that the tubes may be drawn in the incorrect order of draw, he cut me off and stated that his phlebotomists are experienced and know the order of draw.